Event description:
Account reports four incidents in which air entered and migrated down the tubing, alarming the air sensor which is downstream of the imed pump. Utilized on pediatrics. Rptr stated the incidents occur at the end of the infusion. Rptr added that there was no pt compromise.